Event description:
On 12-may-2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a 35 year old female with anxiety. There was no additional patient information. Return product is not available for investigation. Method: date: collected: tested: result: sample: positive/negative :I-stat (B)(6) 2026 1155 1157 20 ng/l wb positive; alinity (B)(6) 2026 1201 1249 12 ng/l plasma negative; I-stat (B)(6) 2026 1340 1400 20.2 ng/l wb positive; alinity (B)(6) 2026 1340 1431 11 ng/l plasma negative; there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile: 90% ci: sex: n (ng/l, pg/ml) (ng/l, pg/ml); female: 490 13 (10, 17); male: 404 28 (19, 58); overall: 895 21 (14, 30).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.